Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that since 1st activation, the pt complains about no hearing with his audio processor on, even at maximum setting. A post-operative CT scan shows an fmt which seems to be in good position. The rtf-testing was not possible, as the ear canal is closed due to previous middle ear surgeries. A revision surgery and possible reimplantation is scheduled for (B)(6) 2010. The surgery will be carried out under general anaesthesia.